Event description:
It was reported a hand piece screening was requested. The test showed that the handpiece had a loose stud. No pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 3 was received. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.